Manufacturer narrative:
(B)(4). Date sent: 10/23/2025. Additional information received: updated patient outcome: the patient will have the stoma reversed this week. Will update again after the stoma reversal has been completed and patient has recovered.

Event description:
It was reported that during an ulnar stapler dog ear dehiscence that caused a leak, stapler used for transection was ech45s. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 6/18/2025 d4: batch # c9e24u. Investigation summary: this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo provided does not show relevant or related information to the event described. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device lot number c9e24u, and no non-conformances were identified. Additional information was requested and the following was obtained: 2 was medical intervention performed to treat the ulnar stapler dog ear dehiscence and leak? If yes, what medical intervention was performed? - leak presented on 10th / 11th day post-op, surgeon performed stoma creation to let tissue heal was the surgery delayed? If yes, for how long? No, this is a post op complication. Current patient outcome - scoping next monday to check on tissue healing progress. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which line had the dehiscence? Was the procedure technique a side to side anastomosis or a triple staple with a circular used? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. Please provide a time line of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/15/2025. H6 health effect clinical code = g10. Additional information received: 1. Did the post-operative care change based on the leak? Yes. Stoma creation was required; multiple scopes were done post-op as well. Expecting to do stoma reversal in 2 - 3 months. 2. Did the patient have additional tests or procedures related to the leak (additional lab work, re-operation, scoped)? Yes, as mentioned above. 3. What is the current status of the patient? Tissue healing, expecting to rescope in end june and plan for stoma reversal. 4. Which line had the dehiscence? Only one staple line done with linear endocutter. 5. Was the procedure technique a side-to-side anastomosis or a triple staple with a circular used? End-to-end with circular. 6. Was a leak test performed? If so, what type and what was the result? Yes, intra-op leak test. No bubbles observed. 7. Was the staple line visualized endoscopically during the initial surgical procedure? Yes, staple line looked ok intra-op. 8. How many days postoperative did the leak occur? Please refer to previous reply. 9. How was the leak identified? Patient presented with pain and elevated infective markers. 10. What was observed at the site of the leak upon reoperation? Both dog ears completely gave way, became ¿cavities¿. 11. How was the leak addressed? Please refer to q1. 12. Were there any issues experienced with the device in the initial surgical procedure? No. 13. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Initially, no. But surgeon has now stopped using ech60s after 4 of such post-op complications from ech60s usage. 14. Were there other contributing patient factors? Please explain. No. 15. Please provide a timeline of events. Timeline is as according to all information provided thus far.